Manufacturer narrative:
(B)(4) - non-surgical medical intervention required, cholestasis, dark urine, pale stools and low gamma-gt levels. The reported event of stent migrated. Foreign source: (B)(6). Study: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the device was used per the (B)(4) wallflex fully covered benign stricture study protocol. The most probable root cause of the reported issue is considered to be an anticipated procedural complication as stent migration is listed as a post stent placement complication in the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2010, as part of the (B)(4). According to the complainant, the patient was previously diagnosed with chronic pancreatitis in 1999. On (B)(6), 2010, liver function tests were recorded, and no baseline biliary obstructive symptoms assessed. A pre-study stent placement cholangiogram revealed a distal biliary stricture secondary to the chronic pancreatitis. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. It was reported that the stricture had been previously dilated with one plastic stent and balloon. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The 10mm x 60mm metal stent was deployed in satisfactory position across the stricture and was covering the cystic duct. The subject was treated as an inpatient and was discharged on (B)(6), 2010. On (B)(6), 2011 the patient presented to the hospital for a stent removal procedure with occurring symptoms of nausea, vomiting, dark urine and pale stool. Lab results revealed low gamma-gt levels and the patient was diagnosed with cholestasis. A pre-procedure cholangiogram revealed that the stent had completely migrated into the sigmoid colon. The patient had a recurrent bile duct stricture in the initially treated location and was treated with five plastic stents. To date, it is unknown if the study stent has been explanted; however, no further complications were reported.